Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, including misaligned insertion and/or prying or levering the device during insertion/use, which resulted in damage to the device. The complaint allegation was confirmed based on the evaluation of the customer-provided image, which showed that part of the drill tip had broken off.

Event description:
On 10-dec-2025, it was reported by a sales representative via (B)(4) that during hip scope and labral repair, two anchors were placed into the patient. When they drilled for the third anchor, an ar-3600nd-2hf 1.8 mm flexible drill bit broke off inside and was left in the patient. The device was discarded and another device was used to complete the case without significant delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.